Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a cori assisted surgery, the real intelligence cori shut down abruptly and the blue manual icon appeared on the console. The machine worked fine after restart. The procedure was completed, without delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were provided for review. The screenshots and software logs showed an abrupt stop in logging after the user had gone into femur point collection, indicating an abrupt shutdown of the system, and confirming the reported complaint. The most likely cause of this system shutdown is a known software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.